Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the clip of the er320 malformed. Another er320 instrument was used to complete the case. There was no consequence to the pt.